Event description:
Staff member found blue confirmation dot on test strip for poc glucose testing. Dot is consistent light blue in color, five strips total remaining including strip with blue dot. Blue halo noted to testing pad.